Event description:
Boston scientific received information that patient had experienced a syncopal episode. It was noted that the patient is not pacemaker dependent. Pacing spikes were reported with no capture. A review of the patient's surface strips noted a rate of pacing rate of 90ppm which was the same as the patient's underlying rhythm. It was later confirmed that the caller had been conducting sensing and threshold testing on the patient during the reported clinical observations. The reason for the syncopal episode could not be determined.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be re-evaulated if additional information is received.